Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7071866/7071966.

Event description:
It was reported that the patients stimulator was not providing adequate pain relief. The patient underwent an explant procedure wherein everything was removed. The patient was doing well postoperatively. The explanted devices were not returned.